Event description:
During an egd (esophagogastroduodenoscopy), the boston scientific 2.8mm biopsy forcep malfunctioned. It was unable to be closed and could not be withdrawn through the scope. The scope was removed and the forcep was pinched closed which caused both jaws to fall off, the forcep did not fall apart until outside the patient. The egd scope was then reinserted and a visual inspection done by the doctor to ensure no pieces were left in the stomach.